Event description:
The customer reported to olympus that the evis eus ultrasound bronchofibervideoscope light works, but no video image is showing at all, there was no error on the screen either during preparation for use for a diagnostic procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿light works, but no video image is showing at all, there was no error on the screen¿ was not confirmed. The following findings were also noted during device evaluation: chip on probe tip, 1 full broken element on image, water invasion to the connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e4 as additional information was inadvertently missed on the initial. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.